Manufacturer narrative:
Device evaluated by manufacturer: the ultrasonic core (usc) was received for investigation. The infusion catheter was not received. The device showed signs of use. The ultrasonic core (usc) had a kink 38.0 cm from the luer barb. The device was inserted into an in-house infusion catheter and then ran for 30 minutes without any alarms being triggered.

Event description:
It was reported that an e311 'no zones enabled' alert occurred with subsequent catheter replacement. An ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis. The catheters we successfully placed in the catheterization lab then the patient was transferred to the intensive care unit for the remainder of treatment. Approximately 10 minutes into therapy, an e311 'no zones enabled' alert occurred to channel b. Troubleshooting was performed, but was unable to resolve the issue on this channel. During this time, the same e311 'no zones enabled' alert occurred to channel a. Troubleshooting steps continued and could not resolve the alert. At this time, it was decided to exchange the ultrasonic core catheters for new ones. The procedure continued with the new catheters. One of the catheter worked at 50% power and the other catheter had the same error displayed. No patient complications were reported and the procedure was effective in treating the patients pulmonary embolism. The patient is doing well. The catheters were removed 12 hours after the start of treatment and the patient was discharged from intensive care the day after the procedure.

Event description:
It was reported that an e311 'no zones enabled' alert occurred with subsequent catheter replacement. An ekosonic catheter was selected for use during a bilateral pulmonary embolism thrombolysis. The catheters we successfully placed in the catheterization lab then the patient was transferred to the intensive care unit for the remainder of treatment. Approximately 10 minutes into therapy, an e311 'no zones enabled' alert occurred to channel b. Troubleshooting was performed, but was unable to resolve the issue on this channel. During this time, the same e311 'no zones enabled' alert occurred to channel a. Troubleshooting steps continued and could not resolve the alert. At this time, it was decided to exchange the ultrasonic core catheters for new ones. The procedure continued with the new catheters. One of the catheter worked at 50% power and the other catheter had the same error displayed. No patient complications were reported and the procedure was effective in treating the patients pulmonary embolism. The patient is doing well. The catheters were removed 12 hours after the start of treatment and the patient was discharged from intensive care the day after the procedure.